Event description:
It was reported that prior to the patient's bypass operation, high impedance was noted on the lead. The bypass and explant was performed at the same time at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal, no anomaly found. Without return of the entire lead, a complete analysis could not be performed.